Manufacturer narrative:
Zyno medical has repaired and tested the device to full specifications on 12/05/2016 and returned the pump to the customer on 12/21/2016. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 08/27/2015. As a result of an internal audit, zyno medical is performing a retrospective review on service request records. This MDR is retrospectively filed to report infusion pump malfunctions identified during testing in the process of handling service requests.

Event description:
The pump was sent in to zyno medical for service request on (B)(6) 2016. The device was identified with flow rate outside of +/-15% accuracy during testing on (B)(6) 2016. No patient was involved in this case.